Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low voltage lead was not able to be implanted during a procedure as the patient experienced atrial flutter. The cause of atrial flutter could not be established. The attempts to position the lead were abandoned after various unsuccessful attempts. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.